Event description:
Related manufacturer reference number: 3006705815-2024-00264. It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.